Event description:
A customer contacted beckman coulter (bec) to report that the unicel dxc 660i synchron access clinical system generated false high calc (calcium) results for eleven (11) patient samples. The results were reported out of the lab. When the issue was noticed, the samples were rerun for calc on another analyzer in the customer lab and the reports were amended. Neither death nor injury was reported in connection to this event.

Manufacturer narrative:
Qc prior to the event was within the lab-established ranges. Qc run after the high results were noticed was out of range hi, >2 s.d. (Approximately the same magnitude as the patient results). Maintenance and recalibration of the assay did not resolve the issue. Hotline had the customer replace the calc electrode tip. This resolved the issue and service was not initiated for this event. The calc electrode tip was not due to be replaced for another forty four (44) days. Failure mode of this event was the calc electrode tip.